Manufacturer narrative:
The complaint of foreign matter on the catheter was confirmed; however, the source and composition of the material could not be determined from the photograph that was provided for investigation. The photo showed the nexiva catheter in an open package without the needle cover. A brown colored material appeared to be touching the external surface of the catheter. As the device was not sealed within the packaging and without the physical sample provided for analysis, the source and composition of the material could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that bd nexiva single port foreign matter found on cannula. The following information was provided by the initial reporter, translated from german to english: before use when opening the packaging, the user found soiling in the packaging and on the cannula.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of foreign matter on the catheter was confirmed; however, the source and composition of the material could not be determined from the photograph that was provided for investigation. The photo showed the nexiva catheter in an open package without the needle cover. A brown colored material appeared to be touching the external surface of the catheter. As the device was not sealed within the packaging and without the physical sample provided for analysis, the source and composition of the material could not be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.